Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission: 09/16/2015, device evaluation: the device has been returned and evaluated by product analysis on 08/24/2015 with the following findings: there was evidence of short battery life, battery alarms and pump reboots observed in the black box. The pump powered on with the returned battery cap and the cap was able to fully tighten. The battery compartment was observed to be cracked with moisture contamination inside. The pump case was also cracked in the display area. The leak test confirmed the leaks in the pump casing. Due to internal moisture, current draws were out of specifications. During investigation, a load step malfunction was observed. A ¿load¿ step was initiated and the motor continued to drive until the limit was reached and a ¿cartridge not detected¿ message was emitted. The force calibration and force sensor resistance were out of specification. The pump case was removed and there was evidence of moisture contamination inside the pump and on the force sensor housing.